Event description:
2004, while wearing the sound processor, the pt reportedly experienced intermittency and sound percept problems. The following month, the pt reportedly was seen at the ctr for device eval. External equipment was exchanged. However, the problem, was not resolved. Testing performed confirmed that the pt's device was no longer functioning. Surgery to explant the pt's device has been scheduled.